Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not work and it was broken. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the crack on the insulin pump face of the back of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4).